Event description:
A home pt's spouse contacted baxter's technicial service center regarding a leak in the pt line. The home pt disposed the set-up and started over with new supplies. No pt injury or medical intervention was indicated at the time of the initial report.